Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 46 mg/dl. Customer had a bad insulin reaction last night and blood glucose was going low. Customer had hit the floor and broke the clip on back of device due to low blood glucose. Customer stated last night had a blood glucose level was 46 mg/dl and treated with juice and ate for low blood glucose. Customer declined troubleshooting for the low blood glucose. The devices will not be returned for analysis.